Event description:
In 2002, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital contacted the manufacturer reporting, the nurse had to remove the lvad system controller from the patient, due to yellow wrench alarms. The hospital replaced the lvad system controller and is returning it to the manufacturer for analysis. The patient remains ongoing on lvad support while awaiting a heart transport.